Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered to be confirmed because this information was provided by the patient's power of attorney and mentions numerous post-operative meetings with surgeons. No product was returned because they remain implanted; therefore, no functional testing or visual evaluations could be conducted. No photos, scans, or x-rays were received. The DHR for the mandible component was reviewed; no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint for this item# 24-6550ti, lot# 780140b. For all non-custom tmj mandibular implants in the previous one year (from the notification date) regarding pain, there is a complaint rate of 2.47%, which is no greater than the occurrence listed in the application fmea. For all non-custom tmj mandibular implants in the previous one year (from the notification date) regarding positioning issues, there is a complaint rate of 0.31%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint could not be determined from the information provided. It is possible that the devices were not implanted in the optimal position or the patient's anatomy was unique and should have required a patient matched tmj device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient is experiencing pain following implantation of bilateral temporomandibular joint implants two (2) years ago. The patient reports that the implants are sitting incorrectly in the condyles of the patient¿s face, are sitting too far back, and are pressing on the ear canal. The patient is receiving botox for pain management. There is no revision planned at this time. No additional patient consequences have been reported.

Manufacturer narrative:
Zimmer biomet complaint cmp(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00309, 0001032347-2020-00310, 0001032347-2020-00311, 0001032347-2020-00313, 0001032347-2020-00314, 0001032347-2020-00315, 0001032347-2020-00316, 0001032347-2020-00317. Concomitant medical products: tmj system right fossa component, small, part# 24-6562, lot# 809800c. Tmj system left standard titanium mandibular component 45mm / 7 hole, part# 24-6546ti, lot# 721720b. Tmj system left fossa component, small, part# 24-6563, lot# 839240c. Tmj system right standard titanium mandibular component 50mm / 9 hole, part# 24-6550ti, lot# 780140b. 2.4mm system high torque (ht) cross-drive screw 2.7mm x 8mm, part# 91-2708, lot# ni. 2.4mm system high torque (ht) cross-drive screw 2.7 x 10mm, part# 91-2710, lot# ni. Tmj system cross drive fossa screw 2.0mm x 7mm, part# 99-6577, lot# ni. Tmj system cross drive fossa screw 2.0mm x 9mm, part# 99-6579, lot# ni. Tmj system cross drive fossa screw 2.0mm x 11mm, part# 99-6581, lot# ni. Occupation: patient representative.

Event description:
It was reported that the patient is experiencing pain with their bilateral temporomandibular joint implants two (2) years following implantation. The patient reports that the implants are sitting incorrectly in the condyles of the patient¿s face and are pressing back on the ear bone. The patient reports the implants will be removed at a future unspecified date. No additional patient consequences have been reported.